Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and chronic low back pain. It was reported that the patient told the hcp that the pump wasn't working. The hcp did not know what the patient meant by that and had no other details. The compatibility guidelines for an MRI were reviewed. There was no problem with the device or therapy leading to the procedure, and no symptoms were mentioned. Information related to the event date, symptoms, troubleshooting performed, actions/interventions taken, the cause of the pump not working, and the drug in the pump was not provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient and family stated the pump had not been working. There was no further history as it related to "not working". No symptoms were reported. No further issues were reported or anticipated.